Event description:
It was reported that insulin gauge displayed a fill amount much lower than what customer expected earlier in the day, with pump showing 34 units while customer expected over 200 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge and was advised by technical support to call back for further troubleshooting if problem occurred again, which customer acknowledged.